Event description:
It was reported that when taking drapes off patient it was noticed that the foley catheter had become dislodged.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion: 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.